Manufacturer narrative:
Submit date 3/13/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the screen to be damaged. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
Customer states: part of the display of the unit is not visible. Service found the screen to be damaged.